Event description:
The customer reported via phone call that they had excessive no delivery alarm. Customer's blood glucose was 400 mg/dl. The customer treated herself manually. The customer reported that the alarm was resolved by a complete set change. The customer was unable to troubleshoot because of past event. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).